Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician with a remote monitoring service reported what appears to be loss of capture and noise on the rv channel in recordings transmitted to home monitoring. Lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.